Manufacturer narrative:
H3: a hardware analysis of the plasma blade was initiated to determine the probable cause of the issue. Upon receiving the device, the finger grip component on the plasmablade was detached from the outer shaft. Observing the device, there were adequate loctite that was put on the device during assembly. With the loctite residue that can be seen inside the finger grip and outer shaft, it indicates that there was too much force from the user when the device was cleaned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and handpiece being used for a trial/evaluation case. It was reported that the device had no issues for the first 20 minutes and then for no apparent reason the cut and coag buttons stopped functioning. The physician then wiped the blade with a wet lap multiple times to clean it off and a piece of what appeared to be a plastic cap or coating came off of the blade. The physician continued to use the device as the thermal protective shield looked to be intact and the device began functioning normally again. Approximately an hour into the case the smoke evacuation component broke apart from the body of the device. A new handpiece was then opened to use for the remainder of the case. There was no patient impact.